Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck in the lesion. The 90% stenosed and non calcified target lesion was located in the moderate tortuous proximal left anterior descending artery. After a non- bsc stent was deployed imaging was performed with the atlantis sr pro2 catheter and the device became stuck in the lesion upon withdrawal. They advanced a guide wire and removed the ivus catheter from the patient without complications. Patient condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for investigation. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).